Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber : # (B)(4). This is a reusable OEM device; therefore, a lot history/serial number review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The dc extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The white insulation around the cable was separated from green connector. It was observed that the inner component wires were exposed. No other defects were observed. Based on the returned condition of the device the reported complaint was confirmed for the reported failure "break; cord".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable white insulation around the cable separated from green connector. Exposed wires noticed after 5 uses. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable white insulation around the cable separated from green connector. Exposed wires noticed after 5 uses. The hospital did not report any patient effects.